Event description:
It was reported that this implantable cardioverter defibrillator exhibited high out of range right ventricular pacing impedance measurements, measuring greater than 3000 ohms. Boston scientific territory manager advised the healthcare professional to perform a chest x-ray and to register this patient to be monitored via latitude home monitoring system. No adverse patient effects were reported. This device and competitor right ventricular lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).